Manufacturer narrative:
On (B)(6) 2016, the patient was taken to the operating theater for surgery. The anesthesia was induced in an anesthesia bay, and the patient was relocated to the operating table without incident. The non-invasive blood pressure (nbp) was monitored with the intellivue multi measurement server x2 on the left arm while arterial access was established on the right arm to obtain the invasive blood pressure (ibp). Once the ibp commenced, the nbp was switched from automatic (cycling every 10 minutes) to manual and no further nbp measurements were obtained during the surgery. When the sterile drapes were removed after 4 hours of surgery, the nbp cuff was found to be partially inflated with a kink in the tubing at the end of the cuff. The arm of the patient had sustained a serious injury due to being ischemic for 4 hours, and the patient is currently still in physical therapy for the injury. The intellivue multi measurement server x2 including the nbp cuff and tubing were sent to philips for further investigation. The philips product support engineer (pse) as well as the engineer from research and development (r&d) checked the device and the accessories and provided the following feedback: the reported failure could not be reproduced. When checking the electrically erasable programmable read-only memory (eeprom) of the nbp pump assembly, no failure entries in general were found, specifically no failures for the date of the reported incident, (B)(6)2016. The intellivue multi measurement server x2 underwent extensive testing in the philips bench and passed the final test without the report of any issues observed during the testing. It was established that the measurement server as well as the nbp cuff and the tubing were operating as specified and expected. If the nbp tubing is kinked, as was the case here, the pressure cannot be released from the nbp cuff, but on the monitor no pressure is indicated as the valves are open, therefore the monitor will not generate an alarm. As philips and all other manufacturers are measuring the pressure of the cuff inside the monitor and not inside the cuff itself, the monitor will never issue an alert due to kinked tubing or a kinked cuff. For this reason, the instructions for use (IFU) shipped with the device issue the following warning in the chapter "preparing to measure nbp": "warning kinked or otherwise restricted tubing can lead to a continuous cuff pressure, causing blood flow interference and potentially resulting in injury to the patient". Additionally, the IFU states the following: "warning inspect the application site regularly to ensure skin quality and inspect the extremity of the cuffed limb for normal color, warmth and sensitivity. If the skin quality changes, or if the extremity circulation is being affected, move the cuff to another site or stop the blood pressure measurements immediately. Check more frequently when making automatic or stat measurements". The intellivue multi measurement server x2 was evaluated by the philips pse and the engineer from r&d and it was established that the device was operating as specified and expected. The reported issue was most likely caused by the kinked tubing which prevented the pressure from being released from the nbp cuff. The customer was advised of the investigation results by letter. The monitor was returned to the customer and remains at the customer site.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
On (B)(6) 2016, the customer reported that "on (B)(6) 2016, a patient received a significant injury to his arm due to a non-invasive blood pressure (nbp) cuff which remained inflated." The device was used for monitoring at the time of the alleged malfunction. A serious injury to the patient's arm was reported due to being ischemic for 4 hours, and the patient is still undergoing physical therapy.